Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, the audio bolus button cover was torn but responded appropriately to user input. The audio bolus button cover was removed to find moisture on the button contact. A leak test was performed and failed due to a leak in the audio bolus button and in the display lens. Moisture was visible through the display lens.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (abb tactile changes w/moisture) issue. It was reported that the audio bolus button was damaged and was under responsive to user presses and there was moisture present in the pump. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.